Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 2 colony forming units (cfus) of microbial growth in the air channel, >100 cfu in the biopsy channel, 2 cfu in the auxiliary channel, and >100 cfu in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and results are still pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device was not used on a patient prior to sampling and was quarantined after the positive culture was observed. The automated endoscope reprocessor (aer) used was a wassenburg wd440 with wassenburg detergent and disinfectant. There were no defects reported on the aer and all channels were connected with tubes when setting up the device in the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was controlled by filter and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a drying cabinet. Olympus is the maintenance company. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from:all channels. Cfu:<1cfu. Bacterial identification:n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the universal cord is wrinkled and the scope connector water mouthpiece is loose. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.